Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a failed battery test alarm on their insulin pump. No further information was provided. It was reported that the customer had an unexpected restart alarm, and a external ram crc error on their insulin pump. It was reported that the customer was advised to return the device, and that it would be replaced.

Manufacturer narrative:
No unexpected error alarms were noted. The insulin pump passed the self test, reset error test and displacement test. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.